Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and replaced the front end board to resolve this issue. The fse then performed full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during a routine check performed by the customer, the cardiosave intra-aortic balloon pump (iabp) had an error code #107, and the pressure port was damaged. There was no patient involvement, and no adverse event reported.